Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("still had irregular bleeding") and rectal haemorrhage ("rectal bleeding") in a (B)(6) female patient who had essure (batch no. 357690) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. Other product or product use issues identified: device ineffective "essure would not take on left side/unilateral occlusion/essure didn't work". The patient's past medical history included multigravida, parity 2 ((B)(6) 1999, (B)(6) 2011), blighted ovum, spontaneous abortion, menarche ((B)(6)), arthralgia (20+ year history) and fibroids (mother). Concurrent conditions included menometrorrhagia, osteoarthritis and blurry vision. Family history included arthritis (mother) and arthritis (mother). Concomitant products included cyclobenzaprine, cyclobenzaprine hydrochloride (flexeril) from 2016 to 2017, diclofenac sodium, diclofenac since 2017, ferrous sulfate from 2016 to 2017, macrogol (polyethylene glycol), medroxyprogesterone (depo provera) and oxycocet (percocet) since 2017. In 2011, the patient experienced depression ("depression"), cyst ("cyst under armpit"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), pollakiuria ("changes frequency"), insomnia ("inability to sleep") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced rectal haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), the first episode of headache ("headaches"), allergy to metals ("allergic reaction to nickel"), hypoaesthesia ("numbness in feet"), paraesthesia ("tingling in feet"), nail disorder ("nails thinning"), menorrhagia ("persistent increased menstrual flow (2yr menstrual cycle)/abnormal bleeding menorrhagia)"), vaginal discharge ("vaginal discharge") and the first episode of fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 5 months after insertion of essure, the patient experienced arthritis ("arthritis") with arthralgia. In 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines") and the second episode of headache ("headaches"). In (B)(6) 2013, the patient experienced haemorrhoids ("hemorrhoids"). In (B)(6) 2014, the patient experienced the second episode of fatigue ("fatigue"). On (B)(6) 2015, the patient had mirena inserted 52 mg 20 mcg/24hr at an unspecified frequency. In (B)(6) 2015, the patient experienced vision blurred ("blurry vision"). In (B)(6) 2016, the patient experienced anaemia ("anemia"). In 2017, the patient experienced tooth fracture ("dental problems teeth break") and dental restoration failure ("fillings fall out"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), unevaluable event ("essure would not take on left side"), loss of libido ("lack of sex drive"), vaginal haemorrhage ("abnormal bleeding vaginal"), back pain ("lower back pain (constant)"), abdominal pain ("abdominal pain (periodic)"), arthralgia ("knee pain (constant, sharp, throbbing)") and chondropathy ("intercondylar notch osteochondral lesion, lateral femoral cartilage loss"). The patient was treated with iron, antiinflammatory/antirheumatic non-steroids and surgery (removal of cyst). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, rectal haemorrhage and dysmenorrhoea was resolving and the vaginal infection, allergy to metals, hypoaesthesia, paraesthesia, nail disorder, menorrhagia, vaginal discharge, alopecia, anaemia, unevaluable event, loss of libido, vaginal haemorrhage, depression, arthritis, cyst, bladder disorder, urinary tract disorder, pollakiuria, insomnia, migraine, the last episode of headache, tooth fracture, dental restoration failure, vision blurred, the last episode of fatigue, back pain, abdominal pain, arthralgia, haemorrhoids and chondropathy outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, arthralgia, arthritis, back pain, bladder disorder, chondropathy, cyst, dental restoration failure, depression, dysmenorrhoea, genital haemorrhage, haemorrhoids, hypoaesthesia, insomnia, loss of libido, menorrhagia, migraine, nail disorder, paraesthesia, pollakiuria, rectal haemorrhage, tooth fracture, unevaluable event, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, the first episode of fatigue, the first episode of headache, the second episode of fatigue and the second episode of headache to be related to essure. The reporter provided no causality assessment for abdominal pain, allergy to metals, alopecia, anaemia, arthralgia, arthritis, back pain, bladder disorder, chondropathy, cyst, dental restoration failure, depression, dysmenorrhoea, genital haemorrhage, haemorrhoids, hypoaesthesia, insomnia, loss of libido, menorrhagia, migraine, nail disorder, paraesthesia, pollakiuria, rectal haemorrhage, tooth fracture, unevaluable event, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, the first episode of fatigue, the first episode of headache, the second episode of fatigue and the second episode of headache with mirena. The reporter commented: she had no complications from essure removal procedure . She understands that her bleeding and some other symptoms are due to the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion ultrasound pelvis - on an unknown date: device on right remains in right uterine cornua x-ray limb - on an unknown date: on (B)(6) 2014,hysterosalpingogram done which showed essure device was identified, the endometrial cavity was unremarkable. Free peritoneal spillage was observed through the right fallopian tube. No spillage through the left fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia,abnormal bleeding most recent follow-up information incorporated above includes: on (B)(6) 2018: internal correction-event "still had irregular bleeding " seriousness criteria intervention required was selected. On (B)(6) 2018: coding request done. This case refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for female sterilization in (B)(6) 2011. Shortly after the placement, she experienced irregular bleeding ,rectal haemorrhage ("rectal bleeding") and several non-serious events. Later, it was reported that she had a mirena (levonorgestrel ius) in (B)(6) 2015 as essure was not effective. Essure was removed on (B)(6) 2017. Hysterectomy was done on (B)(6) 2017. The reporter considered all events related to essure and mirena. Genital haemorrhage and rectal haemorrhage are medically significant. Genital haemorrhage is listed while rectal haemorrhage is unlisted in the reference safety information for mirena and essure. During the essure therapy, genital haemorrhage and menses pattern changes may occur. Considering the temporal relationship and the lack of a plausible alternative explanation, a causal relationship between genital haemorrhage and essure cannot be excluded. Considering that event still continued since mirena insertion and that it is ongoing, it is highly unlikely that it could be related to mirena. Based on the information reported for this case and considering the nature of the event, rectal haemorrhage was considered unrelated to essure and mirena. This case was regarded as incident, since serious injury related to essure was reported. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("still had irregular bleeding") and rectal haemorrhage ("rectal bleeding") in a 41-year-old female patient who had essure (batch no. 357690) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. Other product or product use issues identified: device ineffective "essure would not take on left side/unilateral occlusion/essure didn't work". The patient's past medical history included multigravida, parity 2 (B)(6) 1999, (B)(6) 2011), blighted ovum, spontaneous abortion, menarche (age 7), arthralgia (20+ year history) and fibroids (mother). Concurrent conditions included menometrorrhagia, osteoarthritis, blurry vision and obesity. Family history included arthritis (mother) and arthritis (mother). Concomitant products included cyclobenzaprine hydrochloride (flexeril) from 2016 to 2017, cyclobenzaprine since 2016, diclofenac sodium since 2016, diclofenac since 2017, ferrous sulfate from 2016 to 2017, macrogol (polyethylene glycol) since 2016, medroxyprogesterone (depo provera) since 2013, oxycocet (percocet) since 2017 and tramadol since 2016. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced loss of libido ("lack of sex drive"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression"), cyst ("cyst under armpit"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), pollakiuria ("changes frequency / urinary frequency"), insomnia ("inability to sleep") and dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2011, the patient experienced rectal haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), the first episode of headache ("headaches"), allergy to metals ("allergic reaction to nickel"), hypoaesthesia ("numbness in feet"), paraesthesia ("tingling in feet"), nail disorder ("nails thinning"), menorrhagia ("persistent increased menstrual flow (2yr menstrual cycle)/abnormal bleeding menorrhagia)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2013, 1 year 5 months after insertion of essure, the patient experienced arthritis ("arthritis"). In 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines") and the second episode of headache ("headaches"). In september 2013, the patient experienced haemorrhoids ("hemorrhoids"). In july 2014, the patient experienced chondropathy ("intercondylar notch osteochondral lesion, lateral femoral cartilage loss"). In august 2014, the patient experienced the first episode of fatigue ("fatigue") and the second episode of fatigue ("fatigue"). On (B)(6) 2015, the patient had mirena inserted 52 mg 20 mcg/24hr at an unspecified frequency. In september 2015, the patient experienced vision blurred ("blurry vision"). In january 2016, the patient experienced anaemia ("anemia"). In 2017, the patient experienced tooth fracture ("dental problems teeth break") and dental restoration failure ("fillings fall out"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain (constant)"), abdominal pain ("abdominal pain (periodic)") and arthralgia ("knee pain/ knee pain (constant, sharp, throbbing)"). The patient was treated with iron, antiinflammatory/antirheumatic non-steroids and surgery (removal of cyst). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, rectal haemorrhage, menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving and the vaginal infection, allergy to metals, hypoaesthesia, paraesthesia, nail disorder, vaginal discharge, alopecia, anaemia, loss of libido, depression, arthritis, cyst, bladder disorder, urinary tract disorder, pollakiuria, insomnia, migraine, the last episode of headache, tooth fracture, dental restoration failure, vision blurred, the last episode of fatigue, back pain, abdominal pain, arthralgia, haemorrhoids, chondropathy and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, arthralgia, arthritis, back pain, bladder disorder, chondropathy, cyst, dental restoration failure, depression, dysmenorrhoea, genital haemorrhage, haemorrhoids, hypoaesthesia, insomnia, loss of libido, menorrhagia, migraine, nail disorder, paraesthesia, pollakiuria, rectal haemorrhage, tooth fracture, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, the first episode of fatigue, the first episode of headache, the second episode of fatigue and the second episode of headache to be related to essure. The reporter provided no causality assessment for abdominal pain, allergy to metals, alopecia, anaemia, arthralgia, arthritis, back pain, bladder disorder, chondropathy, cyst, dental restoration failure, depression, dysmenorrhoea, genital haemorrhage, haemorrhoids, hypoaesthesia, insomnia, loss of libido, menorrhagia, migraine, nail disorder, paraesthesia, pollakiuria, rectal haemorrhage, tooth fracture, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, the first episode of fatigue, the first episode of headache, the second episode of fatigue and the second episode of headache with mirena. No further causality assessment were provided for the products. The reporter commented: she had no complications from essure removal procedure . She understands that her bleeding and some other symptoms are due to the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion ultrasound pelvis - on an unknown date: device on right remains in right uterine cornua x-ray limb - on an unknown date: on (B)(6) 2014,hysterosalpingogram done which showed essure device was identified, the endometrial cavity was unremarkable. Free peritoneal spillage was observed through the right fallopian tube. No spillage through the left fallopian tube. Patient's current weight: 175 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia,abnormal bleeding most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information updated. Concomitant condition,concomitant drug, laboratory data were added. Added event weight gain. Updated outcome, onset dates. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("still had irregular bleeding") and rectal haemorrhage ("rectal bleeding") in a 41-year-old female patient who had essure (batch no. 357690-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. Other product or product use issues identified: device ineffective "essure would not take on left side/unilateral occlusion/essure didn't work". The patient's past medical history included multigravida, parity 2 ((B)(6) 1999, (B)(6) 2011), blighted ovum, spontaneous abortion, menarche (age 7), arthralgia (20+ year history) and fibroids (mother). Concurrent conditions included menometrorrhagia, osteoarthritis, blurry vision and obesity. Family history included arthritis (mother) and arthritis (mother). Concomitant products included cyclobenzaprine hydrochloride (flexeril) from 2016 to 2017, cyclobenzaprine since 2016, diclofenac sodium since 2016, diclofenac since 2017, ferrous sulfate from 2016 to 2017, macrogol (polyethylene glycol) since 2016, medroxyprogesterone (depo provera) since 2013, oxycocet (percocet) since 2017 and tramadol since 2016. In 2011, the patient experienced loss of libido ("lack of sex drive"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression"), cyst ("cyst under armpit"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), pollakiuria ("changes frequency / urinary frequency"), insomnia ("inability to sleep") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced rectal haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), the first episode of headache ("headaches"), allergy to metals ("allergic reaction to nickel"), hypoaesthesia ("numbness in feet"), paraesthesia ("tingling in feet"), nail disorder ("nails thinning"), menorrhagia ("persistent increased menstrual flow (2yr menstrual cycle)/abnormal bleeding menorrhagia)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 5 months after insertion of essure, the patient experienced arthritis ("arthritis"). In 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines") and the second episode of headache ("headaches"). In (B)(6) 2013, the patient experienced haemorrhoids ("hemorrhoids"). In (B)(6) 2014, the patient experienced chondropathy ("intracondylar notch osteochondrial lesion, lateral femoral cartilage loss"). In (B)(6) 2014, the patient experienced the first episode of fatigue ("fatigue") and the second episode of fatigue ("fatigue"). On (B)(6) 2015, the patient had mirena inserted 52 mg 20 mcg/24hr at an unspecified frequency. In (B)(6) 2015, the patient experienced vision blurred ("blurry vision"). In (B)(6) 2016, the patient experienced anaemia ("anemia"). In 2017, the patient experienced tooth fracture ("dental problems teeth break") and dental restoration failure ("fillings fall out"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lower back pain (constant)"), abdominal pain ("abdominal pain (periodic)") and arthralgia ("knee pain/ knee pain (constant, sharp, throbbing)"). The patient was treated with iron, antiinflammatory/antirheumatic non-steroids and surgery (removal of cyst). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, rectal haemorrhage, menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving and the vaginal infection, allergy to metals, hypoaesthesia, paraesthesia, nail disorder, vaginal discharge, alopecia, anaemia, loss of libido, depression, arthritis, cyst, bladder disorder, urinary tract disorder, pollakiuria, insomnia, migraine, the last episode of headache, tooth fracture, dental restoration failure, vision blurred, the last episode of fatigue, back pain, abdominal pain, arthralgia, haemorrhoids, chondropathy and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, arthralgia, arthritis, back pain, bladder disorder, chondropathy, cyst, dental restoration failure, depression, dysmenorrhoea, genital haemorrhage, haemorrhoids, hypoaesthesia, insomnia, loss of libido, menorrhagia, migraine, nail disorder, paraesthesia, pollakiuria, rectal haemorrhage, tooth fracture, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased, the first episode of fatigue, the first episode of headache, the second episode of fatigue and the second episode of headache to be related to essure. The reporter provided no causality assessment for abdominal pain, allergy to metals, alopecia, anaemia, arthralgia, arthritis, back pain, bladder disorder, chondropathy, cyst, dental restoration failure, depression, dysmenorrhoea, genital haemorrhage, haemorrhoids, hypoaesthesia, insomnia, loss of libido, menorrhagia, migraine, nail disorder, paraesthesia, pollakiuria, rectal haemorrhage, tooth fracture, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased, the first episode of fatigue, the first episode of headache, the second episode of fatigue and the second episode of headache with mirena. The reporter commented: she had no complications from essure removal procedure . She understands that her bleeding and some other symptoms are due to the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: unilateral occlusion. Ultrasound pelvis: on an unknown date: device on right remains in right uterine cornua x-ray limb - on an unknown date: on (B)(6) 2014,hysterosalpingogram done which showed essure device was identified, the endometrial cavity was unremarkable. Free peritoneal spillage was observed through the right fallopian tube. No spillage through the left fallopian tube. Patient's current weight: 175 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagi,abnormal bleeding. Most recent follow-up information incorporated above includes: on 15-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("still had irregular bleeding") and rectal haemorrhage ("rectal bleeding") in a 42-year-old female patient who had essure (batch no. 357690) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. Other product or product use issues identified: device ineffective "essure would not take on left side/unilateral occlusion/essure didn't work". The patient's past medical history included multigravida, parity 2 ((B)(6) 1999, (B)(6) 2011), blighted ovum, spontaneous abortion, menarche (age 7), arthralgia (20+ year history) and fibroids (mother). Concurrent conditions included menometrorrhagia, osteoarthritis and blurry vision. Family history included arthritis (mother) and arthritis (mother). Concomitant products included cyclobenzaprine, cyclobenzaprine hydrochloride (flexeril) from 2016 to 2017, diclofenac sodium, diclofenac since 2017, ferrous sulfate from 2016 to 2017, macrogol (polyethylene glycol), medroxyprogesterone (depo provera) and oxycone (percocet) since 2017. In 2011, the patient experienced depression ("depression"), cyst ("cyst under armpit"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), pollakiuria ("changes frequency"), insomnia ("inability to sleep") and dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2011, the patient experienced rectal haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), the first episode of headache ("headaches"), allergy to metals ("allergic reaction to nickel"), hypoaesthesia ("numbness in feet"), paraesthesia ("tingling in feet"), nail disorder ("nails thinning"), menorrhagia ("persistent increased menstrual flow (2yr menstrual cycle)/abnormal bleeding menorrhagia)"), vaginal discharge ("vaginal discharge") and the first episode of fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 5 months after insertion of essure, the patient experienced arthritis ("arthritis") with arthralgia. In 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines") and the second episode of headache ("headaches"). In september 2013, the patient experienced haemorrhoids ("hemmorhoids"). In august 2014, the patient experienced the second episode of fatigue ("fatigue"). On (B)(6) 2015, the patient had mirena inserted 52 mg 20 mcg/24hr at an unspecified frequency. In september 2015, the patient experienced vision blurred ("blurry vision"). In january 2016, the patient experienced anaemia ("anemia"). In 2017, the patient experienced tooth fracture ("dental problems teeth break") and dental restoration failure ("fillings fall out"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), loss of libido ("lack of sex drive"), vaginal haemorrhage ("abnormal bleeding vaginal"), back pain ("lower back pain (constant)"), abdominal pain ("abdominal pain (periodic)"), arthralgia ("knee pain (constant, sharp, throbbing)") and chondropathy ("intercondylar notch osteochondral lesion, lateral femoral cartilage loss"). The patient was treated with iron, antiinflammatory/antirheumatic non-steroids and surgery (removal of cyst). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, rectal haemorrhage and dysmenorrhoea was resolving and the vaginal infection, allergy to metals, hypoaesthesia, paraesthesia, nail disorder, menorrhagia, vaginal discharge, alopecia, anaemia, loss of libido, vaginal haemorrhage, depression, arthritis, cyst, bladder disorder, urinary tract disorder, pollakiuria, insomnia, migraine, the last episode of headache, tooth fracture, dental restoration failure, vision blurred, the last episode of fatigue, back pain, abdominal pain, arthralgia, haemorrhoids and chondropathy outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, arthralgia, arthritis, back pain, bladder disorder, chondropathy, cyst, dental restoration failure, depression, dysmenorrhoea, genital haemorrhage, haemorrhoids, hypoaesthesia, insomnia, loss of libido, menorrhagia, migraine, nail disorder, paraesthesia, pollakiuria, rectal haemorrhage, tooth fracture, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, the first episode of fatigue, the first episode of headache, the second episode of fatigue and the second episode of headache to be related to essure. The reporter provided no causality assessment for abdominal pain, allergy to metals, alopecia, anaemia, arthralgia, arthritis, back pain, bladder disorder, chondropathy, cyst, dental restoration failure, depression, dysmenorrhoea, genital haemorrhage, haemorrhoids, hypoaesthesia, insomnia, loss of libido, menorrhagia, migraine, nail disorder, paraesthesia, pollakiuria, rectal haemorrhage, tooth fracture, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, the first episode of fatigue, the first episode of headache, the second episode of fatigue and the second episode of headache with mirena. The reporter commented: she had no complications from essure removal procedure . She understands that her bleeding and some other symptoms are due to the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion ultrasound pelvis - on an unknown date: device on right remains in right uterine cornua. On17-dec-2014,hysterosalpingogram done which showed essure device was identified, the endometrial cavity was unremarkable. Free peritoneal spillage was observed through the right fallopian tube. No spillage through the left fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagi,abnormal bleeding most recent follow-up information incorporated above includes: on (B)(6) 2018: internal correction (as per coding request) -event "essure would not take on left side" was merged with event device ineffective. This case refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for female sterilization in (B)(6) 2011. Shortly after the placement, she experienced irregular bleeding ,rectal haemorrhage ("rectal bleeding") and several non-serious events. Later, it was reported that she had a mirena (levonorgestrel ius) in (B)(6) 2015 as essure was not effective. Essure was removed on (B)(6) 2017. Hysterectomy was done on (B)(6) 2017. The reporter considered all events related to essure and mirena. Genital haemorrhage and rectal haemorrhage are medically significant. Genital haemorrhage is listed while rectal haemorrhage is unlisted in the reference safety information for mirena and essure. During the essure therapy, genital haemorrhage and menses pattern changes may occur. Considering the temporal relationship and the lack of a plausible alternative explanation, a causal relationship between genital haemorrhage and essure cannot be excluded. Considering that event still continued since mirena insertion and that it is ongoing, it is highly unlikely that it could be related to mirena. Based on the information reported for this case and considering the nature of the event, rectal haemorrhage was considered unrelated to essure and mirena. This case was regarded as incident, since serious injury related to essure was reported. Further information will be obtained through the litigation process.